Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with bubbled downstream occlusion (dso) seal, scratched lens, and lifting air detector. Both tamper seals were broken. There was no evidence of the error recorded in the event history log. The customer reported problem was not duplicated. No problem was found as the investigation was unable to determine the cause of the error. It was recommended to perform preventative maintenance on the device. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device only reads air in line. No report of patient involvement or injury.